Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction issue was caused by kinked internal tubing. The tubing was replaced to resolve the issue. Al tubing fitted to the machine. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported loss of suction during pre-use checkout. There was no patient involvement.